Event description:
A male underwent aaa repair in 2007. The pt received a zenith main body, two zenith iliac legs and was conducted without reported incident. In 2009, the pt was admitted into the operating room and suspected ruptured aaa. Examination of the films revealed contrast within the aneurismal sac in the approximate region of the contralateral (left) "check mark" marker. There was a confirmed leak in this region once contrast runs were taken under live fluoroscopy. The leak seemed to be coming from a very tortuous left iliac in an acute bend that the previous existing leg graft was making. There was no evidence of kinking, but the z-stents in the body of the limb were overlapping at acute angles. It was decided by the physician that there was a possible tear in the graft material and an additional zenith iliac leg graft was used to cover the suspected hole and re-line the limb. Final angiography demonstrated resolve of the suspected leak and this was confirmed with the normalization of previously filling arterial line pressure. The current status of the pt is unk.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure, in regards to endoleaks, the IFU lists several warnings/ precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, recommended amount of overlap between components, proper ballooning sites, sizing requirements. A definitive root cause cannot be reported at this time. Based on the provided event description, the alleged endoleak was in a tortuous iliac and the overlapping z-stents were at an acute angle. It may be possible, the source of the endoleak was from a compromised overlap of the components as opposed to a hole/tear in the graft material. Without films, this cannot be concluded at this time. We will continue to monitor for similar incidents.